Event description:
On 10/15/2021 (B)(6) of infutronix solutions was notified by (B)(6). Cardinal health reported that the pump had the incorrect library configuration duke v4 instead of duke v3. Medication n/a. No patient involved. No patient was harmed. Device is being returned.

Manufacturer narrative:
On 10/15/2021 infutronix solutions was notified by (B)(6). End user 4079 / cardinal health reported that the pump had the incorrect library configuration duke v4 instead of duke v3. Medication n/a. No patient involved. No patient was harmed. Device is being returned. On 10/19/2021 when the complaint was opened, it was determined it to be a non- MDR reportable event. On 4/1/2024 this complaint is reopened to make it an MDR reportable as this issue occurred before the release of it-040-wi-003, rev a (effective 07/31/2023). Fd 04/1/2024.